Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was wet and after re inserting battery received an unexpected restart. The customer¿s blood glucose level was 103 mg/dl. The customer reported that there were cracks on the battery compartment. The customer was advised to continue the use of insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads.